Event description:
It was reported that the patient's left hip was revised due to metallosis. Intra-operatively, black tissue was noted in the patient, and trunnion wear due to the head machining down the trunnion was noted. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown accolade stem was reported. The event was confirmed by photograph method & results: product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The photographs shows wear and penciling of the trunnion which breaks the lock between stem and head. Dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: no medical records were received for review with a clinical consultant  product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient's left hip was revised due to wear and disassociation. The event was confirmed based on inspection. Visual inspection: the device was not returned however photographs were provided for review. The photographs shows wear and penciling of the trunnion which breaks the lock between stem and head. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis. Intra-operatively, black tissue was noted in the patient, and trunnion wear due to the head machining down the trunnion was noted. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.